Event description:
Boston scientific received information that this pacemaker indicated that the lead safety switch was activated on another manufacturer's atrial lead. The patient reported feeling light headed and was pacing at maximum sensing rate (msr). It was subsequently noted that the pace lead impedance (pli) measurement had decreased to an out-of-range (oor) value less than 200 ohms. Loss of capture, and decreased p-waves in bipolar configuration was also noted. Oversensing on the atrial lead was observed as well. Additionally, a high number of sudden brady response (sbr) episodes were noted. The patient was scheduled for a chest x-ray and a revision. The minute ventilation (mv) feature was turned off and the sbr programmed on. Additional information indicates that the field representative was not able to contact the device clinician. Thus, no information regarding this pt was provided. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be analyzed. This report will be updated upon return and completion of analysis.